Event description:
It was reported that the insulin pump alarmed no delivery. The blood glucose reading was 368 mg/dl. Upon troubleshooting, it was found that insulin did exit from the tubing during a fixed prime. Advised that there may have been a possible insertion site-related issue, possibly due to a bent cannula or occlusion. Advised the customer to change the entire infusion set, but he was unable to do so at the time of the call. He stated that he was not comfortable with the insulin pump and requested replacement of the device. He declined troubleshooting for high blood glucose. Nothing further reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. No excessive "no delivery" alarm noted. The unit had cracked display window corner, cracked battery tube threads and cracked reservoir tube lip.